Event description:
The customer reported to beckman coulter a leak on the coulter lh 780 hematology instrument and stated that the leak was contained to the drip tray under the shear valve 85. The volume of the leak was not supplied by the customer. The material safety data sheet (msds) was reviewed. There is an exposure control plan at the facility. The customer was wearing personal protective equipment (ppe), including gloves. No one was splashed, sprayed or injured. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated in connection with this event. There was no death, injury or effect to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse found that tubing at the shear valve was leaking with a pinch hole at the attachment. The fse cleaned the shear valve and replaced the tubing that fixed the leak. The fse also repair broken flipper on the rocker bed that allowed cassette to be lowered. The broken flipper was not related to the leak. The cause of the leak was the tubing at the shear valve with a pinch hole at the attachment. (B)(4).